Event description:
A reporter called to submit a report the issues she is encountering with dexcom g7. She said the device is not alerting her when her blood glucose is low or high. She also said the reading is always 20 to 30 points off. She said these issues have been going on for about a month or two. She has to use finger pricking since she does not rely on the device.